Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. It was found the bulkhead connector does not work. A replacement bulkhead was sent to site. The new bulkhead was installed and worked for a short time period. However, the system no longer connected through the bulkhead. A temporarily bulkhead was swapped from the navigation system and got good connectivity which confirms that the issue is with the imaging system bulkhead and not with any of the other associated cabling. Sending a replacement bulkhead. Swapped for another bulkhead and re-tested system, it was fully functional and passed all check. Replacement parts were sent back to the manufacturer for evaluation. Confirmed "damaged ethernet connector." Inside of ethernet adapter has bent pin. Does not make a connection. Found no problem with mvs ethernet. Passed visual inspection. The fse tried multiple mvs ethernet kits with out resolving the problem. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported no communication between the imaging system and the navigation system within cranial software troubleshooting . The representative tried multiple ethernet cables without resolve the imaging system and navigation system had green line communication within the software when the bulkhead was bypassed. There was no impact on patient outcome.